Manufacturer narrative:
An event regarding wear involving an unknown liner was reported. The event was confirmed via provided photos. Method & results: -device evaluation and results: the reported device was not returned however photographs were provided for review. The photographs show a recently explanted liner with blood and explantation damage on it. Damage on the rim was noticed which is likely caused due to impingement against stem. The reported event was confirmed. -clinician review: no medical records were received for review with a clinical consultant. -device history review: could not be performed as lot code information was not provided. -complaint history review: could not be performed as lot code information was not provided. Conclusion: it was reported that the patient's left hip was revised due to poly wear. A head and liner exchange was performed. The reported device was not returned however photographs were provided for review. The photographs show a recently explanted liner with blood and explantation damage on it. Damage on the rim was noticed which is likely caused due to impingement against stem. The reported event was confirmed. The exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
No new information.

Event description:
It was reported that the patient's left hip was revised due to poly wear. A head and liner exchange was performed. Rep confirmed that no further information will be released by the hospital or surgeon.